Event description:
The customer reported to vyaire medical that the bellavista1000e us turned on with the alarm volume set, and that there were other power cycles with the alarm volume set after that, but the unit was only on for about 2 hours. Furthermore, there was no information for patient harm associated with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to provide the log files. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.